Manufacturer narrative:
D3: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated and the upstream occlusion (uso) seal was delaminated. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso seal and uso seal were replaced.

Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a ripped and bubbled downstream occlusion (dso)seal. The device also had a cracked interior battery door latch compartment. There was no patient involvement.